Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was informed they could continue using the pump and advised to contact support if the malfunction code reappeared, which they understood.